Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. This event occurred 3 times. The following information was provided by the initial reporter. It is reported "customer witnessed over filling. The blood was going over the minimum fill line. The specimens are rejected and patients have had to be redrawn with a syringe, filling the blood specimen to the minimum fill line."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from lots 0316278, 0345721, and 0345722 from the bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0345722. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-12-10. Medical device lot #: 0345721. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-12-10. Medical device lot #: 0316278. Medical device expiration date: 2021-08-31. Device manufacture date: 2020-11-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. This event occurred 3 times. The following information was provided by the initial reporter. It is reported "customer witnessed over filling. The blood was going over the minimum fill line. The specimens are rejected and patients have had to be redrawn with a syringe, filling the blood specimen to the minimum fill line."